Event description:
It was reported that during assistance for a separate issue, the user unintentionally removed a new infusion site from the applicator while unwinding the tubing, indicating an incorrect procedure in the deployment of infusion set. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to the deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.